Event description:
It was reported that during an appendectomy the support arms of the endopouch pro remained attached to the bag making it difficult to remove. Procedure was completed. No patient consequences reported.